Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the device had a delayed keypad response resulting in approximately three seconds due to a failed printed circuit board. The keypad was tested and all keys were found to function as designed. The processor printed circuit board/shielding was replaced.

Event description:
It was reported that a device alarmed for a "slow cpu." There was no patient involvement.